Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician said, they used the device twice for imaging without issue but when they went to reload the catheter for third time, the imaging core was seen laying separate on the table. The procedure was completed using an alternate device. No patient complications reported.

Manufacturer narrative:
H6 device codes: corrected. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician said, they used the device twice for imaging without issue but when they went to reload the catheter for third time, the imaging core was seen laying separate on the table. The procedure was completed using an alternate device. No patient complications reported.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician said, they used the device twice for imaging without issue but when they went to reload the catheter for third time, the imaging core was seen laying separate on the table. The procedure was completed using an alternate device. No patient complications reported.